Event description:
It was reported to boston scientific that during a procedure, to place the obtryx mesh sling, the device fell apart during insertion and another of the same device was used to complete the case.

Manufacturer narrative:
Initial visual inspection of returned device revealed the plastic sheath, just above the blue cone dilator was torn and separated from the implant. No part was missing. The cone and association loop remained on the trocar and the remainder of the implant was removed in one piece. Analysis of the device is not complete and will be filed in a supplement report.